Event description:
The user facility reported that a portion of the guidewire was sheared during a procedure. The following information was provided by the user facility: an approximately 5cm portion of the device became separated from the core wire during use; a radiologist determined that the detached material would be "difficult to retrieve"; the sheared coating was left un-retrieved in the patient's body; the initial procedure was completed successfully; and the patient is reported to be "under observation".

Manufacturer narrative:
Based on the user facility information, non-resorbable material was left unretrieved in the patient's body the involved device is not available for evaluation and the lot number is not known. Therefore, the failure investigation was based on assessment of user facility information and a representative sample from current production. Inspection and testing of the sample from the current production run confirmed that there were no defects or anomalies and product performance specifications were met. Although the cause for the reported event cannot be definitively determined based upon the information available, user facility information suggests that the likely cause of the event was the use of a metal introducer needle in combination with the guidewire. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "do not manipulate or withdraw the guide wire m through a metal entry needle or metal dilator. Manipulation and/or withdraw through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval and "do not use the guide wire m with devices which contain metal parts such as atherectomy catheter, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).